Event description:
After catheter flushed, clamped and taped pt, and staff manipulated upper clamp on arterial line which was broken and clamp was removed. As pt was taping catheter to chest, drops of clear fluid were noted on shirt. On exam, small slit noted in catheter, near connector. Catheter clamped above and below tear. Pt complained of feeling bad, "very hot". Placed on left side in trendelenburg. Transported to hosp in this position. (Prior to transport pt was given o2; both ports of tesio aspirated, ns given.